Event description:
The emergency medical service (ems) for a female pt contacted lifecor customer support to report that the pt was treated. The pt was fighting with her boyfriend at the time and had an elevated heart rate. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t3 lead was broken off. This made the system register noise. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.